Manufacturer narrative:
(B)(4).

Event description:
It was further reported via user/facility medwatch# mw5068567 that 3cm of the mailman¿ guide wire broke off and remained embedded in the right ventricle.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. After a 182 cm mailman¿ guide wire was advanced, a non-bsc lead was advanced to the lesion. However, when the non-bsc lead was pulled back, there was no resistance encountered but the tip of the mailman¿ guide wire broke off. The detached tip was attempted to be retrieved with a snare but was unsuccessful. The lead was inspected and no issues were noted with it, so the detached tip was left inside the patient's body and the procedure was completed. No patient complications were reported and the patient's status was okay.